Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number; the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, a culture was taken of the patient's stoma secretions. The results were positive for a pyogenes streptococcal infection. The patient was treated with an unknown oral antibiotic, and the infection resolved in (B)(6) 2019.